Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's spouse, that her husband was implanted with a durom us acetabular component (the exact name was not provided) in (B)(6) 2008 and was revised due to pain some time in (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and the investigation result becomes available that might change this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).